Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial final report. Investigation summary: the device history record (DHR) for (B)(4), could not be performed as a lot number was not provided for the reported event. Therefore, the manufacturing and sterility dates could not be confirmed. On (B)(6) 2019, it was reported from helios endo-klinik that the attachment of the pulsavac fell off. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device discarded by the customer.

Event description:
It was reported that the attachment of pulsavac fell off. The event occurred prior to surgery. There is no further information available. No adverse events were reported as a result of this malfunction.